Manufacturer narrative:
(B)(4). No further event information available at the time of this report. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 h6: component codes: mechanical (g4)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. No problem was found with the reported device as it was revised only as a part of a staged revision for evaluation of the glenoid for a pmi and there were no allegations against the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on and unknown date. The patient underwent an initial revision surgery approximately nine (9) years and four (4) months ago. Subsequently, the patient underwent the second-stage of a two stage revision surgery approximately six (6) months ago due to bone loss.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. The patient then underwent an initial shoulder revision surgery approximately nine (9) months ago due to an unknown reason. Subsequently, the patient underwent a second revision surgery approximately two (2) months ago due to an unknown reason.

Manufacturer narrative:
(B)(4) h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.